Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose level. Customer's blood glucose went down to 50 mg/dl. Customer's blood glucose before bedtime was 94 mg/dl after that customer's blood glucose was 102mg/dl. Because of consciousness patient was supplemented 2 of the 10 g of glucose and juice after minute later blood glucose was 58 mg/dl after 20 minutes blood glucose level was 110 mg/dl again blood glucose level was went down to 58 mg/dl. The patient went into convulsions, family let the patient drink juice, the patient vomited, the family applied honey around patient¿s mouth. One hour and half later patient's blood glucose was 370 mg/dl and patient vomited. Customer will not return insulin pump for analysis.